Manufacturer narrative:
It was noted field h7 and h9 was inadvertently marked as recall fy24-emea-08 instead of notification 3011050570-10/24/2023-001-r. No change in MDR reportability decision. This supplemental report was submitted for correction.

Event description:
No additional information received from customer.

Event description:
It was reported that the rigid video laparoscope had a flickering image. The event occurred during a therapeutic thoracoscopic lobectomy procedure that was able to be completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupler device was broken; the image was green; the fibre bonding in the outer tube area (distal end) was damaged; the light guide bundle of the video cable section was broken; and the light transmission was lost or too low. A root cause could not be identified. Based on the results of the investigation, it is likely the image was intermittent and green due to a broken charged coupled device; and the light transmission was lost or too low due to the broken light guide bundle of the video cable section. A root cause for the damaged fiber bonding could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.